Event description:
A caller reported a malfunction on the pump referred to as malf 12, which had occurred earlier in the morning. There was no adverse impact to the customer's blood glucose level. The customer handled the issue independently, as they had previously encountered the same error and received guidance. Technical support considered advising a software update, but the pump was out of warranty, so the customer was transferred to renewals for assistance. No further assistance was needed.